Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath and farawave catheter. The faradrive sheath was placed and the farawave catheter was advanced into position in the left atrium. When cannulating from the left superior pulmonary vein to the right inferior pulmonary vein the farawave catheter would not undeploy from basket configuration to a nominal state. The farawave catheter was positioned in the left atrial free space and retraction of the catheter through the faradrive sheath was attempted unsuccessfully. Additional force was required to removed the farawave catheter through the faradrive sheath and a new farawave catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually, functionally, and microscopically examined. Visual inspection identified no outer abnormalities. Functional testing was performed by inserting a test guidewire through the farawave catheter and deploying the catheter splines. Resistance was encountered when deploying the farawave catheter to basket and flower configurations and the catheter was unable to be undeployed using the deployment slider switch. The farawave catheter was dissected, and an accumulation of corrugation was identified below the distal section of the catheter tip which constricted the guidewire lumen. Microscopic inspection confirmed the presence of corrugation. Based on analysis of the returned farawave catheter, the reported event of difficult to undeploy was confirmed and the event of difficult to withdraw was unable to be confirmed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath and farawave catheter. The faradrive sheath was placed and the farawave catheter was advanced into position in the left atrium. When cannulating from the left superior pulmonary vein to the right inferior pulmonary vein the farawave catheter would not undeploy from basket configuration to a nominal state. The farawave catheter was positioned in the left atrial free space and retraction of the catheter through the faradrive sheath was attempted unsuccessfully. Additional force was required to removed the farawave catheter through the faradrive sheath and a new farawave catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device is expected be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.